Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information in b5 as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material coming out of the channel occurred due to insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the device was not reprocessed prior to being sent in for repair. The j-channel (auxiliary/jet channel) is where the foreign object came out. This device was not used on a patient with the foreign material. The user did not inspect the device for any abnormalities before using it. The start of precleaning was not delayed after the procedure. There were no effects from other products, reprocessing accessories, aer/ewd (automatic endoscope reprocessor) involved on the event.

Event description:
A user facility reported to olympus that the evis lucera elite gastrointestinal videoscope had stiffed control knob during operation. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device with no delay. Upon inspection and testing of the customer returned device, foreign material was found exiting the scope channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion resistance out of standards due to missing part of distal end cover, angulation in the up direction out of standards due to worn of angle-wire, gap of up/down knob out of standards due to worn of angle-wire, liquid leaks due to crumpled part of distal-end, liquid leaks due to deformation of up/down knob, liquid leaks due to deformation of right/left knob, condition of light guide bundle not good, crease at the charged coupled device (ccd) lens, charged coupled device (ccd) lens broke, light lens broke, adhesive part of angle rubber broken, crumple at connecting tube, coating at the connecting tube peeled off, suction cylinder cut off, crease at switch 1, corrosion at universal code, crumple at universal code, corrosion at the scope cover, corrosion at the control part due to leakage, corrosion at the grip part due to leakage, corrosion at cable unit, and corrosion at scope connector cover unit due to leakage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.